Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015. Customer does not recall blood glucose at the time of hospitalization, but states it was high. Customer was hospitalized due to infection and high white blood count. Customer did not know if infection was diabetes related. Customer was wearing insulin pump at the time of hospitalization. Customer reported that while hospitalized, insulin pump settings were messed with which caused low blood glucose. Customer was taken off of insulin pump therapy due to low blood glucose by healthcare professional and was placed on manual injections. Customer reported of wanting to get back on insulin pump therapy and requested a belt clip.